Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked on (B)(6) 2018. According to the complainant, during unpacking, a black plastic like fragment was noted to be adhered on the pouch of the device. Reportedly, the device was not used in the patient or procedure.

Manufacturer narrative:
A visual examination of the complaint device confirmed that a material was found between the inner and outer pouches of the device. There were no noted damages on the inner or outer pouch of the device; all the sides of the pouches were correctly sealed and did not show evidence of opening attempts. There was no damage noted on the labels. Based on all gathered information, the most probable cause of this complaint is manufacturing: distribution process as the distribution process was not executed as validated. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was unpacked on (B)(6) 2018. According to the complainant, during unpacking, a black plastic like fragment was noted to be adhered on the pouch of the device. Reportedly, the device was not used in the patient or procedure.